Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed obtaining blood glucose readings of "138 mg/dl" with the subject meter and "86 mg/dl" on another device, performed within 30 minutes of each other. The reporter also claimed obtaining blood glucose readings of "122 mg/dl" with the subject meter and results of "82 and 92 mg/dl" on two other devices. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.